Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Ventricular lead exhibited some resistance to cannulation through the innominate vein and into the superior vena cava. The lead was removed and the peel-able sheeth was exchanged. The lead was again introduced into the patients bloodpool. Multiple sites within the right atrial body were tested for sensing and threshold with no adequate values found. At this juncture, the implanting physician stated lead appeared slightly asymmetric under fluoroscopy and explanted the lead from the patient¿s bloodpool for examination. A slight cant of the helix was noted, and the physician stated he believed the lead to be unusable. The lead was removed and replaced. There were no patient consequences.